Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging oral cancer response. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. During the evaluation of the device at third-party service center, they confirmed foam particles were found on the device. The device had been scrapped.